Manufacturer narrative:
Corrected data: corrected data: g.1 regulatory report owner.

Event description:
It was reported that the device had a leaking reservoir. Customer stated that there no patient harm occured.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a cracked tank cover and an outdated pcb and power switch. During the functional testing, it was found that the device leaks from the reservoir. The customer reported complaint was confirmed. The cause of the issue was found to be the cracked tank cover. No action was taken due to the condition and/or age of the device. It was deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).